Event description:
The account alleged the brake casters would ratchet if the stretcher was pushed while in brake mode. No patient impact.

Manufacturer narrative:
The account replaced a brake caster and the brake steer caster to resolve the issue.